Event description:
It was reported that the communicator was flashing a yellow call doctor icon, and the communicator power cord was hot when unplugging from the communicator. A boston scientific technical services (ts) assisted the patient in troubleshooting. There were no storms or power outages observed. A communicator power cycle was performed. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.